Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: contralateral side deflation and later it was revealed via explant surgery, device on record was actually "deflated" instead.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. During surgery, left side was found to be "deflated" and not the contralateral side. "Liposuctioning of breasts and lateral breasts" was performed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.